Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, neither a root cause nor a problem cause could be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the panel on the high flow insufflation unit exhibited an occasional black screen. The issue occurred during reprocessing for an unspecified procedure. It was reported that the patient was not under anesthesia and there were no reports of patient harm.